Event description:
Report received that a patient was seen in the operating room for her first vns implant. While in the operating room, a first lead was connected to the generator. After the device was interrogated and a system diagnostic was run, high impedance was observed. Troubleshooting steps were then reportedly taken to resolve the high impedance. The vagus nerve was irrigated after the high impedance was seen. The lead pin was also reportedly verified to be inserted past the connector block with the set screw tightened. The surgeon also tried cleaning the lead. Finally, the high impedance was seen after system diagnostics were taken and not related to a stored manufacturer impedance value seen upon initial interrogation. However, generator diagnostics were not performed as there was no test resistor available within the operating room. High impedance continued to be seen despite the troubleshooting steps taken. The surgeon reportedly decided to use a different lead in the operating room. After this second lead was implanted, normal impedance was seen. Two weeks later, the generator was interrogated again and high impedance was observed again. The high impedance seen on the second lead is captured in MFR. Report # 1644487-2018-00454. The lead that initially had high impedance was not implanted and was returned to the manufacturer for analysis. However, the lead has not been received by the manufacturer to date. A review of the device history record indicated the lead had passed all quality inspections and procedures prior to being released for distribution. No additional relevant information has been obtained to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently omitted information that the lead had been received by the manufacturer for analysis prior the report being sent. Device available for evaluation?, corrected data: initial report inadvertently did not select yes and list the return date.

Event description:
Further information was received that product analysis was completed on the lead. The complete lead was returned in one piece and was able to be analyzed. Four sets of set screw marks were seen on the connector pin providing evidence that proper contact between the set screw and the connector pin existed at least once. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. No anomalies were identified at the anchor tether. Both the closest and the furthest electrode to the bifurcation have creased on the electrode ribbon. These were most likely caused during manipulation of the lead implant, although this could not be definitively concluded. Also, the electrode ribbons had dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. The lead electrodes were installed in a training fixture with no anomalies that would prevent placement of the electrodes or anchor tether. No discontinuities were identified within the returned lead. There were no abnormalities found with the lead. No additional relevant information has been received to date.